Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right atrial and right ventricular channels. Troubleshooting options and further evaluation of the system was discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent noise and oversensing on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) was contacted to discuss two stored non-sustained ventricular episodes that showed noise on the ra and rv channel simultaneously for less than one second. Ts discussed that all lead numbers have been stable, and sensing is appropriate in the other stored episodes. The oversensing did result in inhibition of pacing but the patient was noted to have an adequate intrinsic rhythm, so there was no evidence of bradycardia or asystole, and the duration of the oversensing was not sustained long enough to result in inappropriate therapy. Troubleshooting options and further evaluation of the system were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received indicating that no artifact/noise could be recreated with provocative testing. Because the artifact was simultaneous on both the ra and rv, it was suspected that electromagnetic interference (emi) from an external source may have resulted in the observed noise, but that was unable to be confirmed. The patient will continue to be monitored, and a possible lead revision/replacement has been considered when the current ICD is replaced, as the ICD is currently showing approximately one month remaining until elective replacement indicator status is reached. At this time, this system remains in service. No adverse patient effects were reported.